Manufacturer narrative:
The medical records indicate the patient experienced mesh erosion. The reason for the mesh erosion as this time is unclear. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with pelvic floor relaxation and urinary stress incontinence. The patient underwent a 2-part procedure of exploratory laparotomy with adhesiolysis, ureterolysis, sacral colpopexy with implant of a bard flat mesh and implant of a non-bard davol transobturator tape suburethral sling, cystoscopy and a second part procedure to repair a diastasis recti and abdominoplasty. Operative dictation notes the flat mesh was customized into a "y" shape and placed on the anterior and posterior wall of the vagina in retroperitoneal fashion. On (B)(6) 2005 - the patient had an md office visit. The patient complained of pain. The patient was noted to have "a little piece of mesh (davol flat) exposed on the anterior wall." On (B)(6) 2005 - the patient underwent a partial excision/ revision procedure as the portion that had eroded was removed and the area repaired. On (B)(6) 2006 - patient had an md office visit. Per md office notes, the patient complained of some left lower quadrant and predominantly left back pain. There was no evidence of problems associated with the mesh.